Manufacturer narrative:
Device expiration date provided by customer: 08/2022. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed to the video using the naked eye which revealed leakage at the tubing joint (junction) to the chamber. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lines of two (2) interlink continu-flo blood recipient sets were found to be leaking at the joint of the tubing and the chamber. The customer stated that ¿the line was pliable as it may be bent in the packing process¿. This issue was identified in the "chemo unit" prior to patient use. There was no patient involvement. No additional information is available.